Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient discovered the alleged issue in ¿(B)(6) 2015¿. The patient reported that she manages her diabetes with insulin (self-adjuster). She denied that she made any changes to her diabetes management regimen as a result of the problem with the meter. She alleged, ¿1-2 months¿ after the start of the alleged issue, she developed symptoms of ¿extreme hunger¿. The patient denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca walked the patient through a test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.